Event description:
Complainant alleged that while attempting to defibrillate a male patient , the device inappropriately shut down while charging energy. Complainant indicated that the user replaced the battery, and then the device inappropriately shut down while charging energy. Complainant indicated that the clinician obtained device to continue treating the patient. Complainant indicated the the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.